Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported issue was confirmed. Based on the results of the investigation, the root cause of the needle use issue was a kink tube sheath. The event can be detected/prevented by following the instructions for use which state: ¿(gk6631 rev.11) ¿before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example:posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ¿do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ¿before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. ¿confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. ¿when inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. ¿do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the single use injector was part of a procedure in which various needles failed during different procedures. The issue occurred during an unspecified therapeutic procedure in which the needles were placed through the channeled endoscope and the endoscope was placed through the patient¿s nose to get to their throat. The only other device was the channeled olympus endoscope. There was a delay of approximately 5 minutes. The patient was awake during the exam. The intended procedure was completed with another similar device. A new needle was used. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).